Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer stated that the bolus is delivered fully however his blood glucose continues to rise. The customer was advised that we would want to complete troubleshooting to determine how the pump is functioning as well as complete some documentation regarding his hospitalization. The customer stated that he did not have his pump at this time and did not have much time so he would like to call back later.